Event description:
During a standard dental treatment the pt complained that handpiece got too hot. Neither pt nor the user have been burned. Dental office does not recall the name of pt, hence neither age nor sex could be supplied.

Manufacturer narrative:
The analysis did show that the bearings have been gritty. The heat up was reproducible during a test run. The user instruction requests a visual and functional inspection prior to each treatment to ensure that the handpiece runs within specification. This would hence be mandatory. Reported due to the 2 year presumption rule.